Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the patient reported the sound of the receiver was not long and loud enough to hear during sleep. She woke on the floor and the cgm was reading urgent low. No cgm reading was provided, and no bg was checked. The patient believed she passed out and was disoriented and weak. The patient self-treated with glucose tabs and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was doing better. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.